Event description:
Customer reported receiving a blood glucose reading around 200 mg/dl and a sensor glucose reading of 77 mg/dl the night before the call. Customer stated that several days before that, the sensor glucose reading was around 60 mg/dl while the blood glucose reading was 120 mg/dl. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.